Event description:
Complainant alleged that during functional testing, a loud noise was heard form the device. Based on the pictures provided to zoll medical corp the damage observed from the surrounding printed circuit board assemblies is consistent with batteries overheating. The damage was contained within the battery compartment of the device. Complainant indicated that there was no pt involvement in the reported malfunction. Two similar reports were submitted under medwatch numbers 1220908-2012-00650 and 1229098-2012-00645.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.